Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, in the second lower third of stomach reload firing, the black reload could not complete the firing. The reload fired 3/4, about forty five millimeter (45mm) before stopping and timing out due to excessive force. Since the jaws locked on tissue, the surgeon did manual reset by holding both firing buttons simultaneously for five to ten seconds. After that the jaws opened up. The reload was removed and the extra long adapter were reattached. A new sixty millimeter reload was used but once again the reload stop firing as it passed over joint from previous staple line plus the thick tissue. It was noted that the reload was difficult to remove. To resolve the issue, a manual handle was used to complete the case. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: sigpshell (sig power sigpshell control shell, lot number: unknown); sigadaptxl (sig power sigadaptxl linear xl adapter, serial number: unknown); sigtrsb60axt (sigtrsb60axt 60mm xtr thk reinforced rel, lot number: n2g0727y); sig60axt (tri 2.0 sig60axt 60 xtra thk 15mm, lot number: n8k0299x). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing noted there were no abnormalities that would have caused or contributed to the reported condition. The handle had 297 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 machine. A reload was attached to the device and was able to clamp and articulate without any issues. An analysis of the data saved to the system showed no indication of any handle errors or any related issues that would have caused the handle to be considered faulty. The power to battery was never interrupted, there were no unexpected resets. There were no empty files with the system data, and all button presses resulted in motor movements. It was reported that the device initially fires, but failed to complete the firing cycle, and detected an excessive load. The reported issues were confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, in the second lower third of stomach reload firing, the black reload could not complete the firing. The reload fired 3/4, about forty five millimeter (45mm) before stopping and timing out due to excessive force. Since the jaws locked on tissue, the surgeon did manual reset by holding both firing buttons simultaneously for five to ten seconds. After that the jaws opened up. The reload was removed and the extra long adapter were reattached. A new sixty millimeter reload was used but once again the reload stop firing as it passed over joint from previous staple line plus the thick tissue. It was noted that the reload was difficult to remove. Additionally, another reload did not continue firing. To resolve the issue, a manual handle with new reloads of the same size was used to complete the case. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, in the second lower third of stomach reload firing, the black reload could not complete the firing. The reload fired 3/4, about forty five millimeter (45mm) before stopping and timing out due to excessive force. Since the jaws locked on tissue, the surgeon did manual reset by holding both firing buttons simultaneously for five to ten seconds. After that, the jaws opened up. The reload was removed and the extra long adapter were re-attached. A new sixty millimeter reload was used but once again the reload stop firing as it passed over joint from previous staple line plus the thick tissue. It was noted that the reload was difficult to remove. Additionally, another reload did not continue firing. To resolve the issue, a manual handle with new reloads of the same size was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.